Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed to alarm. No patient involvement, customer stated serial number does not belong to them.